Event description:
A report was received that the pt experienced problems with the impedance of the implanted lead. During a revision surgery, it was discovered that the pt's lead had high impedances and needed to be replaced.